Event description:
Device report from synthes (B)(6) reported an event in columbia as follows: it was reported that during when the surgeon attempted to place a lateral femoral nail (lfn) into the patient¿s bone, the nail could not be moved into the optimum position. The surgeon checked the standard insertion handle and found it was broken. The surgery was delayed by 30 minutes due to the reported issue. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.